Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, and prime/compromised force sensor system test. However, the pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a minor scratched display window, a cracked case at display window corner, a cracked reservoir tube lip, and a cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that the motor wasn't working and he tried it several times but it came up the same each time. Customer had just run out of insulin and was refilling it. Customer stated that the pump has done this a few time before. Customer's last blood glucose was 240 mg/dl. Customer does not use the sensor feature on the pump and stated that he was unable to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked to return the pump with the battery and zero out the basal rates.